Event description:
It was reported that there were two instances observed of the implantable pulse generator (ipg) dropping v-paces. The device remains in use. No patient complications have been reported as a result of this event.